Event description:
The customer stated the reservoir leaked insulin where the reservoir connects to the infusion set tubing. The customer also stated that her insulin pump trainer verified that her technique for connecting the reservoir to the infusion set was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.